Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the patient's inability to feel his reservoir and the inability to active his device, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The new ipp was decreased in size and the tube positioning was adjusted. Should additional information be received a supplemental report will be submitted.